Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used in taking a bit of tissue to close the wound in an open anterior resection, the tip of the needle broke and fell into the patient's cavity. It was retrieved as soon as it happened and was taken out using needle holders. New device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted a partial suture, a broken needle and a tip of a needle. The needle was observed to be broken at the tip and attached to the partial suture. It was observed, under magnification, that instrument marks were present on the needle body and the tip of the needle. As no sealed products were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needle was grasped improperly at the tip of the needle during application. Firmly grasping the needle at the tip can cause the tip of the needle to break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.